Event description:
Healthcare professional reported "rupture". This relates to the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 313540: - 1019615: a0412 - material rupture. Device returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This relates to the left side. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture was received on july 03, 2025, with lot number 313540. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This relates to the left side. Device was explanted.